Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was implanted in the distal esophagus during a stent deployment procedure on (B)(6) 2013. No issues were noted during the procedure. According to the complainant, the patient¿s anatomy was reported to be tortuous and had been dilated with a bsc balloon dilator prior to stent placement. On (B)(6) 2013, an MRI was performed which confirmed that the lower end of the stent was not fully expanded. Reportedly, the patient was not experiencing any issue or symptoms and no intervention was performed as a result of this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is undeterminable. This is defined as a complaint where review and analysis of all available information fails to indicate a root cause or probable root cause.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was implanted in the distal esophagus during a stent deployment procedure on (B)(6) 2013. No issues were noted during the procedure. According to the complainant, the patient¿s anatomy was reported to be tortuous and had been dilated with a bsc balloon dilator prior to stent placement. On (B)(6) 2013, an MRI was performed which confirmed that the lower end of the stent was not fully expanded. Reportedly, the patient was not experiencing any issue or symptoms and no intervention was performed as a result of this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be good. Updated information: on (B)(6) 2013, an MRI was performed which confirmed that the middle part of the ultraflex esophageal stent did not expand. On (B)(6) 2013, a niti-s stent was implanted inside the ultraflex esophageal stent to expand the middle part of the ultraflex esophageal stent. Additional information received on january 29, 2014. An additional balloon dilation attempt was performed on (B)(6) 2013.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was implanted in the distal esophagus during a stent deployment procedure on (B)(6) 2013. No issues were noted during the procedure. According to the complainant, the patient¿s anatomy was reported to be tortuous and had been dilated with a bsc balloon dilator prior to stent placement. On (B)(6) 2013, an MRI was performed which confirmed that the lower end of the stent was not fully expanded. Reportedly, the patient was not experiencing any issue or symptoms and no intervention was performed as a result of this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be good. Updated information: on (B)(6) 2013, an MRI was performed which confirmed that the middle part of the ultraflex esophageal stent did not expand. On (B)(6) 2013, a niti-s stent was implanted inside the ultraflex esophageal stent to expand the middle part of the ultraflex esophageal stent.